Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The issue was not on the controller side of the connection; the controller was able to connect to the battery clips and batteries without issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being difficult to connect to the mobile power unit (mpu) was confirmed. The mpu (serial number: (B)(6)) was returned to the pleasanton service depot, and upon initial inspection, damage to the black power cable screw connector was noted. It was found that the damage prevented the system controller from being completely screwed onto the cable, confirming the reported event. The mpu booted up and functioned as intended. The patient cable was replaced, and preventative maintenance was performed before returning the unit to the customer, ready for use. The root cause of the difficulty connecting the system controller to the mpu was determined to be damage to the mpu patient cable. The root cause of the damage was not conclusively determined through this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) rev. B and the heartmate 3 patient handbook rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 8 of the IFU ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) was not able to keep connection to the black part of the patient's system controller. A replacement was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.